Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the reported incident of a knot in the guidewire was confirmed, but the exact cause of the complaint is unknown. The guidewire was received with an overhand knot in the coiled end of the wire. The distal tip of the wire extended 5.5mm from the knot. A 3mm segment of dislocations in adjoining coils was noted 5mm proximal to the knot, which is most likely associated with the tension in the coils due to the knot. A microscopic examination of the guidewire revealed residue on the coil wire at the knot. A tactual investigation revealed that the coil wire was intact over the core wire. It was reported that the. It is possible that the wire inadvertently folded over itself and was twisted into a knot within the vein. No manufacturing related defects were noted on the complaint sample. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rezj0720 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - it was reported by complainant, that the stylet was stuck in the PICC during placement and the patient had to be referred to another facility for PICC removal. The patient was not harmed. The other facility did not retain or will not release the removed PICC/stylet. On (B)(6) 2016 - as reported by complainant, they were able to obtain the stylet and have a cd of the x-ray. On (B)(6) 2016 - as reported, the other facility that the patient was sent to have the PICC removed was ir.